Event description:
Report received of a nondelivery. The pump was returned to the central supply department from the critical care unit with an unsigned note that stated "line a will not infuse." The customer contact was not able to provide specific programming parameters, including, what intravenous fluid was to be infused. There were no reports of any adverse pt events while the device was in clinical use.